Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the electrode part of the mapping catheter was trapped by the y-connector of the balloon catheter and became kinked. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed two injections were performed with balloon catheter 2af284 with lot number 44373 without any system notice. Additionally, the mapping catheter 2ach20 with lot number 1017331 was not returned for investigation, and the product analysis findings did not indicate a manufacturing-related defect. In conclusion, the reported tip/loop kink malfunction could not be confirmed through data analysis, and the mapping catheter was not returned for investigation. PMA #. If information is provided in the future, a supplemental report will be issued.